Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an automated impella controller (aic) for mechanical circulatory support. The complainant had an aic with 2 hours of data logs missing from the console. The team noted no harm or injury from this and the red alarm is captured in the history of the aic.

Manufacturer narrative:
D9 - date device returned to manufacturer: unknown. The investigation for the reported issue has been completed. The product was returned, and the issue was confirmed. According to the report from staff, a case notification email was received via impellaconnect.com at 01:19 for the occurrence of a red banner alarm. Staff attempted to view video history via impellaconnect.com but noticed that a gap in the video history spanning from ~00:43 to 02:43 had occurred. Staff were able to confirm the red alarm through console alarm history. Data analysis: red alarm - impella in ventricle/impella stopped: per imc logs, two red banner alarms occurred from the lost of network connectivity at ~00:43 to when a brief connection was made at 01:19. 31/05/2022 00:52:07 imcgui: event set: #139 from 10 (0) - impella in ventricle. 31/05/2022 00:59:50 imcgui: event set: #18 from 2 (0) - impella stopped. An email notification from impellaconnect.com was sent at 01:19 in response to the red alarm, however staff were unable to view the alarm due to the missing video history. Due to discrepancies in imc log time, rlm log time, impellaconnect.com time, and the hospital site time, it is most likely that one of these two alarms is the triggering cause for the email notification generated. However, after imc log review, it has been determined that it is unlikely these two alarms have lead or were caused by a console malfunction. Gap in impella connect video history: the gap/missing video history in question was reviewed through different means. Data pulled from the impella connect server showing different connection parameters was reviewed at the time of the event. It can be seen from this data that the last good connection was valid from 5/31/2022 at 00:45 to 00:52. Continuing forward, overall device connectivity was very poor from 5/31/2022 00:52 until 03:30. With the impella stopped/impella in ventricle alarms triggering between 00:52 and 00:59, no email was generated at the alarm time due to unstable network connectivity. However, a brief connection (~ 4 secs) was made at 01:19, which allowed for the impellaconnect.com email notification to be made and sent. Due to the procedure of how video history is structured via video stitching, proper video history could not be 'stitched' due to lack of cloud connectivity from ~00:52 to ~02:45. At the time of this case, the other cases were underway at the same site. Impella connect server data was reviewed from these three other cases occurring. It was observed that there were no connectivity issues with these consoles. Device analysis: console returned to (B)(6) on 8/30/2022 for its annual preventative maintenance. Per pm, rlm rssi is checked, where the rlm rssi was found to be within spec. Conclusion: missing impellaconnect.com video history is most likely due to poor network strength in relation to the aic/rlm location. This resulted in the rlm consistently attempting to connect and disconnect from the ssid at the hospital site, creating an unstable connection. The root cause of rlm connectivity issue was incorrectly configured or inadequate site network infrastructure (includes low wifi signal strength). This report is being filed as part of a retrospective review of historical records.